Event description:
User alleges that they had one event of the tracheostomy tube becoming disconnected, at the 15mm connector, when the patient turned his head. The tracheostomy tube had been in place for one week. The nurse was able to hold the unit together until the tube could be replaced without any complications.

Manufacturer narrative:
Investigation: smiths medical evaluation of the returned event sample- a visual inspection of the used sample revealed that the connector was separated from the trach tube assembly. The returned part showed that the connector was intact and there was evidence of a glue layer on the whole area of the connector where the bond to the tube assembly occurs. The trach tube assembly side of the connection was examined and some disrupted material was left from pulling apart a bond. An attempt was made to replicate the failure by pull testing sample parts of 555050 (same dimensions in bond area), using a lot currently being produced on the production floor. The results: the forces required to separate or break at the bonds ranged from 77.62 to 97.95 lbs. On three of the parts, the bond would not separate (flange and tube ripped off leaving complete ring of flange material remaining attached to connector) one of the parts broke apart at the bonded junction with a piece of the connector still attached to each side of the bond. The remaining part separated at the bond. Examination of the connector showed the glue layer in the bond area. Examination of the trach tube assembly side showed somewhat more disrupted material from the remains of the glue bond than seen on the complaint part. During the gluing process, the connector bond portion is dipped in the glue by mechanical means, and the tube assembly bond section is prepared with solvent individual by hand. To verify each and every bond, every assembly is pull tested to at least 20 lbs, after the bond had time to dry. The force being applied by the pull tester was checked and found to measure 22.5 lbs. With no lot number provided it was not possible to pull manufacturing records for the suspect lot number . Conclusion: we were able to verify the reported problem. The connector was separated from the trach tube assembly. There was evidence of a glue bond. We were unable determine the root cause. This appears to be an isolated incident. The last time we received a similar complaint was in 2003.